Manufacturer narrative:
Reported event: an event regarding infection involving an unknown liner was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show recently explanted devices that are covered in blood and tissue. No obvious damage is visible. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#size 6 accolade ii 127 deg ; cat#6721-0635 ; lot#49625203. Device name#delta v-40 ceramic head 36/+7,5 ; cat#6570-0-736 ; lot#unknown. Device name#primary tritanium hemi cluster hole cup 54mm ; cat#502-03-54e ; lot#mnnxk3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to infection. All implants were removed and a spacer was placed.